Event description:
Boston scientific received information that during a change-out procedure for normal battery depletion, after all leads were connected to the new device and the device was inserted into the pocket, the right ventricular (rv) lead exhibited out of range shocking impedance measurements of greater than 125 ohms. The physician tested each terminal pin individually and determine that the out of range measurement was coming from part of the distal shocking coil. Pacing impedance measurements were also greater than 4000 ohms when measured tip of distal coil to pocket with the pacing system analyzer (psa). The physician opted to surgically abandon the distal coil and pace/sense portion of the rv lead, and leave the proximal coil active. A new right ventricular (rv) lead was implanted for the distal coil and pace/sense. It was noted that prior to the device change out procedure all shocking lead impedance measurements for the partially abandoned rv lead were within normal range, however the patient had never received a shock, thus the shock impedance measurements were unknown with shock no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.